Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune diagnosed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), fatigue ("fatigue,"), migraine ("migraines,"), headache ("headaches"), vaginal discharge ("vaginal . Discharge") and vaginal infection ("vaginal . Infection"). The patient was treated with surgery (hysterectomy full salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal discharge and vaginal infection outcome was unknown and the autoimmune disorder, menorrhagia, fatigue, migraine and headache had resolved. The reporter considered abdominal pain, autoimmune disorder, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, dysmenorrhea, menorrhagia, fatigue, migraines, headaches, vaginal discharge, vaginal infection, autoimmune disorder. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.